Event description:
Per the clinic, the patient experienced skin irritation and skin overgrowth which caused the abutment length to be insufficient (specific date not reported). Subsequently, the patient was treated with topical steroid however, the symptoms did not resolve (specific date and duration not reported). Following that, the patient also developed a fungal infection above the abutment area (specific date not reported). The patient was placed under mac anesthesia on (B)(6) 2024, for an abutment replacement procedure. The patient was also treated with topical antibiotics during the same surgery before placing a healing cap. The implanted device remains and the symptoms resolved.